Event description:
The facility stated that the lens was damaged prior to implantation. The lens was not implanted and there was no pt injury. It is unk if there was a procuct malfunction, or if the lens, cartridge, or injector were related to the incident.